Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j703 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the device malfunction.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional ECG electrodes. 9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located.